Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found foreign debris in the vacuum nozzle and an o-ring was missing on the acrylic block. Crystallization was found on the surface of the reference electrode. A mixing vessel and the entire flow path was cleaned. A new o-ring was installed. Ise checks, calibration, and precision studies were run. All results were within specifications. UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module. The reporter noted they had issues getting calibration and controls within range at the beginning of the sample run, but these finally recovered within range. The reporter also noted they have received ise noise errors. The sample initially resulted in a na value of 130 mmol/l and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 139 mmol/l. The repeat value was believed to be correct. The na electrode lot number and expiration date were requested, but not provided.